Manufacturer narrative:
(B)(4) implanted device remains.

Manufacturer narrative:
Correction: the correct catalog number is 92346; not 90432 as previously reported. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site, and the issue could not be resolved. The patient underwent a surgical procedure on (B)(6) 2012, to excise the overgrowth of skin tissue around the implant site. The implanted device remains.